Event description:
The customer observed a false reactive alinity I hbsag for one patient. The customer reported that the current result was not consistent with the historical result. The result in 2023 was confirmed with the neutralizing confirmatory assay and the result in 2024 was not confirmed with the neutralizing confirmatory assay. The 2024 sample also was non-reactive for anti-hbs and anti-hbc. There were no specific patient results provided. There was no impact to patient management reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I hbsag reagent kit, list number 08p08-52, abbott ireland diagnostics division, sligo to alinity I hbsag qualitative ii reagent kit, list number 08p10-22, abbott ireland diagnostics division, sligo. MDR number 3008344661-2025-00010 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
This report is being filed on an international product, list number 8p08 that has a similar product distributed in the us, list number 4p53, with 510k/PMA/bla number p110029. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false reactive alinity I hbsag for one patient. The customer reported that the current result was not consistent with the historical result. The result in 2023 was confirmed with the neutralizing confirmatory assay and the result in 2024 was not confirmed with the neutralizing confirmatory assay. The 2024 sample also was non-reactive for anti-hbs and anti-hbc. There were no specific patient results provided. There was no impact to patient management reported.